Manufacturer narrative:
The investigation for the reported cannula kink issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the field log was reviewed, and suction was confirmed from the activation to the end of the run. No evidence of the device being out of position. The returned product was visually inspected and a kink in the cannula was confirmed. The root cause of the cannula kink resulting in low pump flow was most likely patient condition related since the kink occurred during pump delivery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the flows were decreased, and a kink was noticed in the cannula. The physician tried to straighten the catheter but was unsuccessful. A new cp was placed, and no further issues and no harm to the patient.